Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not experience a 50% or greater reduction in their symptoms. Troubleshooting included x-rays and CT scan (results not reported) in addition to reprogramming of the patient by the manufacturer¿s representative. The cause of the issue was not determined (to the best of the hcp¿s knowledge) but it was believed to be related to the ins. The outcome was reported as the patient was not recovered with the symptoms/issue ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3998, lot# v111320, implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulation sensation changed when she laid down. The patient reportedly did not really feel stimulation. The settings were turned up to 5.3 but the patient could feel very little stimulation. It was reported the patient saw the physician the day of the current report and was told the ¿wiring was in good shape¿ but the implantable neurostimulator (ins) may need to be replaced.